Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system were implanted in a patient for the endovascular treatment for an abdominal aortic aneurysm. It was reported that a patient presented with back pain and low blood pressure, but was in stable condition. The physician stated that it was not caused by the previous endurant stent graft but the aorta above the renal arteries had expanded and possibly ruptured, but was contained. The films were reviewed and the physician decided to implant an endurant aortic cuff above the renal artery but below the superior mesenteric artery. This was done successfully with an endurant 36 x 36 x 70 aortic cuff. An angiogram was then performed and there was contrast getting around the stent graft proximally because the graft wasn't long enough to reach the seal zone. The physician decided to cannulate the sma coming from the brachial artery. Another manufacturer¿s covered stent was advanced into the sma up to the level of the celiac artery. Another endurant 36 x 36 x 49 cuff was then implanted to the level of the other manufacturer¿s covered stent and the celiac artery. Both were deployed simultaneously and a snorkel was created. The endurant cuff was then ballooned using a reliant balloon. Another aortogram was performed. There was no contest getting around the stent grafts. There was also never an endoleak into the distal aorta. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.